Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was displaying the battery indicator and was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter was displaying the battery indicator and was powering off during use since three days earlier, at around 8:00 a.m. The patient took her usual dose of insulin, 13 units of humalog and 20 units of humalin after attempting to use the meter. After the reported issue, the patient reported feeling dizzy, shaky, and disoriented. The patient denied receiving medical attention following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issues were resolved with troubleshooting, as the patient allegedly developed symptoms of hyperglycemia after she was unable to test.